Event description:
The following has been reported: customer reported: pump sn # (B)(6). One of these 2 pumps was reported to have a screen that went blank when they were getting ready to program the flush. The pump was on the IV pole and when it was moved. Unfortunately, the pumps were removed and placed side by side and we are unable to identify which of the 2 was affected (though we know that one affected the pump was not connected to a patient at the time of the incident, no patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.